Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a missing control knob. It was additionally noted that the output connector assembly, the hanger assembly, the lower case and the upper case were all broken and the upper case was also dented. Capacitor c277 on the main printed circuit board (pcb) was damaged, the keypad was scratched, the main seal and one case screw were contaminated, the display wire was pinched but the wire insulation was not compromised and one main pcb screw had damaged threads. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing control knob. The epg was returned for service. There was no patient involvement. 04feb2020 it was further reported that the epg tested out of specification during manufacturer's analysis.